Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient developed a hematoma at the impella access site and the patient's hemoglobin dropped from 14g/dl to 7g/dl. The patient received fluids, was transfused with multiple blood products, and heparin was discontinued in the purge solution. The access site was redressed with angle matching to treat the hematoma. The physician was concerned there was also a retroperitoneal (rp) bleed and ordered a computed tomography (CT) scan to determine if there was an additional bleed. While the patient was getting a CT scan, they went into rapid atrial fibrillation and later ventricular tachycardia. The CT confirmed an rp bleed, and the patient received medication and cardioversion to resolve the heart arrhythmias. Follow up laboratory samples were drawn, and the patient's hemoglobin remained low at 6 g/dl despite numerous blood products having been given. More volume was given to the patient and a femostop was applied to the access site to achieve hemostasis. The patient remained on impella cp support until successfully explanted and bridged to an additional therapy.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.